Event description:
At some point near the end of the ablation procedure of the left lateral accessory pathway, the pt. Complaint of chest pain accompanied by a drop in systolic blood pressure. It was noticed pericardial effusion and cardiac tamponade had occurred requiring pericardial centesis. The location of the perforation could be confirmed. After the blood was removed the bleeding had stopped. Pt. Was stabilized and was subsequently discharged.